Event description:
Additional information received identified the scs system was explanted due to infection (explant date unknown).

Manufacturer narrative:
In the event the device is returned to the manufacturer, the reported event cannot be analyzed via laboratory testing. Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.

Event description:
It was reported the patient experienced infection at the ipg site with symptoms of fever drainage and elevated white blood cell count. Additionally, the nurse reported no symptoms of infection were present during initial post-operative follow-up visit on (B)(6) 2017. Surgical intervention may be taken at a later date to address the issue. Concomitant medical products are unknown at this time.

Event description:
Additional information received identified the system was explanted on (B)(6) 2017 due to staphylococcus infection. The patient was treated with intravenous antibiotics and has now recovered.